Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
An article/literature was received entitled "excellent survival and good outcomes at 15 years using the press-fit condylar sigma total knee arthroplasty¿ literature article "excellent survival and good outcomes at 15 years using the press-fit condylar sigma total knee arthroplasty" by william m. Oliver et al. Published by the journal of arthroplasty was reviewed. The article purpose: to report 15-year survival, clinical, and radiographic follow-up data for the press-fit condylar sigma total knee arthroplasty. The article reports: between october 1998 and october 1999, 235 consecutive tkas were performed in 203 patients. Clinical outcomes, including knee society score, were recorded prospectively at each clinic visit, and radiographs were obtained. 8.1 percent of patellae were resurfaced. Cement usage was not mentioned within the article. There were thirteen total revisions performed on this cohort. Depuy products involved: pfc sigma. Complications: infection (1), surgical intervention (1), medical device implant removal (1).